Event description:
It was reported that during a fistulagram on a dialysis pt, the device fractured just as it started to deploy. The intended site was the innominate vein and the approach was via the brachial. A 9f sheath and a 0.035 guide wire were used for the procedure. The path was not tortuous or calcified and it was a very short distance to the intended site. The dr did not meet with resistance when advancing the device to the intended site, and did not use excessive force to start the stent graft deployment, before it broke apart. The dr removed the device and completed the procedure with 2 other stent grafts. There was no reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was received and evaluated. The safety clips were missing. The tb adapter was open and 2-way stop cock was closed. The stent graft was shifted to distal for 4mm. The inner catheter and filling material protruded 12 mm from the tip. The tip of the outer sheath including the marker band were heavily crushed and ripped. The outer sheath was torn off at the catheter reinforcement and elongated in the area of the tear off. The lure lock adapter was detached from the pin vise handle. The complaint is confirmed. The damage to the outer sheath indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, based on the info available the root cause could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.